Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in tubing of a titanium transfer set. This issue occurred during use. The duration that the patient used the transfer set was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. The reported problem of particulate matter was verified during visual inspection. White residue inside the tubing was noted. The white residue compared to defect library has similar characteristics and is identified as fatty acid (likely calcium stearate) calcium carbonate and a small amount of a carbonyl-based material. The reported condition was verified. The assignable cause is unknown and extrinsic to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.